Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device reference 2 of 2. MFR report: 1627487-2017-07311. It was reported the patient's scs leads were fractured. Surgical intervention was taken to replace the leads. Reportedly the patient had desired coverage in her low back and legs post operatively.